Manufacturer narrative:
(B)(4). This is a report of a patient reusing single-use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient inadvertently reused single use supplies during peritoneal dialysis therapy on the homechoice (hc) device. The patient was connected to the setup. The caregiver (cg) stated the patient was in therapy last night when the hc powered off. The cg reported that they turned the hc on the following morning and assisted the patient in performing a manual drain, while the patient was still connected from the previous night¿s therapy. The technical service representative advised the cg to start over with all new supplies or perform continuous ambulatory peritoneal dialysis to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.